Manufacturer narrative:
As of today the device has not been returned for analysis. It is suspected that the device was buried with the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead pacing impedance measurement was 1,800 ohms to 1,900 ohms at implant. Following implant, the rv pacing impedance measurement increased to greater than 2,000 ohms. All other lead measurements were stable and within acceptable limits. Approximately two years later, the patient expired due to unspecified cause. At the time of the patient's death there were no product performance allegations.